Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving gablofen at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient developed an infection and all implants were removed. The infection was treated. There were no reported patient, external, or environmental factors that may have led or contributed to the issue. The devices were to be replaced. The event was resolved and the patient was noted to be "alive-no injury". No further issues were reported or anticipated.